Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 3/12/2019. After evaluation of the device by the account, it was determined that no device deflation occurred. The device code field has been updated. Manufacturer¿s reference number: (B)(4).